Event description:
It was reported that during cornea transplant surgery, while preparing and while using, in the first suture, the thread broke and in the second, the thread detached from the needle. The user switched to a different manufacturer¿s suture to resolve the issue. The patient was reported to be alive with no injury and no consequences or impact to the patient.

Manufacturer narrative:
D10 concomitant product: n-2730-k, n-2730-k monosof* 10-0 blk 20cm se1406, (lot #d5a2848y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.